Event description:
The customer stated that a male patient, born in 1946, went to the emergency room with complaints of chest pain. The architect stat troponin-I result was 0.025 ng/ml. This result is negative per the cutoff of 0.032 ng/ml. Due to the fact that the patient had previous positive troponin results in (B)(6) 2013, the same sample was retested and the results were positive at 0.041 and 0.042 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of historical complaint trending and lot search data for architect stat troponin-I lot 53491un12 did not identify atypical complaint activitiy related to discrepant patient results. Accuracy testing was completed using abbott in-house retained kits of reagent lot 53491un12. Acceptance criteria was met, which indicates acceptable product performance. A review of labeling concluded that the issue is sufficiently addressed. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since retest of the original sample produced acceptable results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).